Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that scratches on insulin pump hinder the view and insulin pump locked up, become non-responsive when going through menu. Customer¿s current blood glucose was unknown. Customer stated that customer holding insulin pump together with rubber band, changing battery often and belt clip was broken. Insulin pump will not be return for analysis.